Event description:
Following a ventricular tachycardia ablation procedure, a pericardial effusion was diagnosed via echocardiogram. The pericardial effusion was punctured in order to stabilize the patient. The physician did not know when the perforation occurred, however, at the end of the procedure the patient became hypotensive. There were no performance issues with the abbott device.

Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. The catheter met specifications for electrical and temperature testing, and met acceptable irrigation rates during a flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.